Event description:
Reporter alleged obtaining a discrepant blood glucose result of 59 mg/dl back to back with a result of 145 mg/dl, on the aviva system when testing was performed within 10 minutes. Reporter indicated that she was experiencing some hypoglycemic symptoms when the 59 mg/dl result was obtained, and she self-treated with soda before the 145 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.